Event description:
The procedure being performed was a lower leg extremity intervention with a cto of the left sfa. After successfully wiring the cto lesion, we attempted to place a stent to the sfa. At the beginning of placing the stent through the sheath, the md forced the stent through the sheath with a great amount of force to get it to go through the sheath. According to the rep, he said the stent could go through a 6fr sheath. After forcing the stent through the sheath, we next moved on to deployment of the stent. After deployment of the stent which appeared to be successful, we then ran into issues of getting the stent out of the patient. Once again the md used great force by pulling and tugging the stent to remove it from the patient. After successfully removing the stent product, we then took a cine and saw the markers from the stent in the sfa. After visualization of the 2 markers, we then used a balloon as a snare device attempting to smash the markers up against the balloon and remove the markers out of the patient. After about a half hour or more attempting to remove the markers finally the balloon wedged up against the markers. After the balloon was successful snaring the markers, we pulled the balloon and sheath all at once pulling the markers out of the patient's sfa. Marker was retrieved by md and patient suffered no harm. Dose or amount: ns. Diagnosis or reason for use: percutaneous angioplasty and stent of distal left.